Manufacturer narrative:
On (B)(6) 2017, tandem clinical diabetes specialist reported that the customer was changing the type of infusion set used and on (B)(6) 2017 the occlusion issue was reported as being resolved. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 452 mg/dl. As the contact did not know if the customer received the full bolus prior to the occlusion alarm, 2 boluses were delivered. The customer's bg level dropped to 70 mg/dl and carbohydrates were consumed to address the bg level. Tandem technical support reviewed the pump data and confirmed that the insulin was stacked due to the double bolus and the pump was found to be functioning properly. The contact acknowledged the information.